Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2021).

Event description:
It was reported that prior to an ultrasound guided biopsy procedure through normal density tissue, the second slide of the device allegedly self-activated. It was further reported that the procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the cannula fired automatically. An x-ray revealed incomplete cannula tang engagement, and upon disassembly it was noted that the right bumper was bent and the cannula tangs were under specification. Therefore, the investigiton is confirmed for cannula self-activation. However, the investigation is inconclusive for the alleged stylet self-activation as functional testing could not be completed and no evidence of a stylet self-activation was identified. The incomplete cannula tang engagement, the under specification cannula tang width, and the bent bumper possibly contributed to the reported and identified failures. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 01/2021), g4 h11: h3, h6 (results 1, conclusion 1) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided biopsy procedure through normal density tissue, the second slide of the device allegedly self-activated. It was further reported that the procedure was completed using another device. There was no reported patient contact.